Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rotator cuff repair, carpal tunnel release and stress urinary incontinence. In (B)(6) 2011, the patient experienced back pain ("lower back pain"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia"), neck pain ("neck pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery ((hysterectomy) and ablation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, back pain, neck pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, menorrhagia, metrorrhagia, neck pain and pelvic pain to be related to essure. The reporter commented: received treatment for menorrhagia, metrorrhagia, pelvic pain trailing cols: left side with 3 loops and on the right side was 4 loops. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: successful tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-dec-2019: pfs received: case become incident previously added injury was replaced with pelvic pain and new events: back pain, neck pain, menorrhagia, metrorrhagia, abdominal pain were added. Reporter, lab data, medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.